Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The noted damage is consistent with inadvertent user error as attributed to saw blades coming into contact with the device. The investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 254500726 attune ps fem trial sz 6 rt. Examination of the returned device did not confirm the reported damage. However, damage to the lateral aspect of the trial as well as the posterior aspects of both condyles were found which is consistent with saw blades coming in contact with the device. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to user error. Per surgical technique 0612-10-512 (page 58, care should be taken to avoid saw blade excursion into the femoral trials or implants). The root cause is attributed to inadvertent user error. Based on the root cause of unintended user error, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the central sterile department at (B)(6) hospital has requested 2 femoral trials to be replaced due to cracked. The 6r was cracked on the lateral side and the 4r was cracked anterior to the box. These items are both whole pieces and will be returned. No surgical delay. No one was injured.